Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked on np point, np gap and thread functional test, no failure found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the outer cover does not attach to remove needle from pen with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: customer advised customer service that 1 in 2 or 1 in 4 needles, where they attach to the pen, are "flat" and gets stuck. She looks at the needle before attaching to the pen and notices that they are bent.